Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data was received and analyzed. Analysis of the data showed the battery is approaching the indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery capacity was decreasing faster than expected. A large amount of atrial anti-tachycardia pacing was observed. Atrial sensing was adjusted with no further atrial tachycardia or fibrillation observed. The device remains in use. No patient complications have been reported as a result of this event.